Event description:
Reporter indicated that subsequent to a system diagnostics test he was unable to pull up the patient's diagnostic results on the programming handheld. After performing add'l tests, they were still unable to pull up the results from the handheld. Good faith attempts are currently being made for further info.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.